Event description:
It was reported by an attorney that the patient underwent a total laparoscopic robotic hysterectomy and cystoscopy for menometrorrhagia and fibroid conditions on (B)(6) 2012, and a morcellator was utilized to cut, shred, and remove three large fibroid specimens from the patient, and to partially morcellate the uterus. Prior to this surgery, no cancer was detected. Following the surgery, it was determined that leiomyosarcoma cancer was present in the shredded tissue, and the patient was diagnosed with leiomyosarcoma cancer. On (B)(6) 2013, the patient underwent a procedure revealing cancer cells in various areas of her vaginal cuff, at areas around her ureters, and throughout the omentum. Abdominal washings at that time showed malignant cells consistent with leiomyosarcoma. Invasion into the lympho vascular system was noted. She underwent aggressive chemotherapy treatments; however the cancer continued to spread. CT examinations of her chest and pelvis indicate the spread of new masses within her right hepatic lobe and mesentery. It was reported that the patient died on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that on (B)(6) 2014, the patient underwent laparotomy, lysis of adhesions and tumor debulking. On (B)(6) 2014, the patient underwent a resection of 6 intraabdominal peritoneal-based metastases, cholecystectomy, mobilization of right lobe of liver, and partial resection of right hemidiaphragm and primary repair of 6 mm defect. No additional information was provided.